Manufacturer narrative:
This report is filed on may 11, 2018.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted (date not reported).